Event description:
The customer reported being unable to activate the pacing function. There was no report of pt involvement.

Manufacturer narrative:
The customer reported being unable to activate the pacing function. There was no report of pt involvement. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.